Event description:
The dexcom g7 continues to have significant negative readings in regards to my 4 year old! Readings that he was low (when in fact not low) and reading a normal number when he was high. His omnipod 5 doses insulin based on the cgm readings. How wildly unsafe to have this product on the market when it doesn't read correctly!!!shame on dexcom!